Manufacturer narrative:
Device evaluation details: the device was visually inspected and reddish material was observed in the pebax, a second closer inspection was performed and it was found a hole and reddish brown material. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer¿s reported issue of high force was unable to be duplicated during the product investigation, however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The customer also provided a photo to aid with the investigation. A picture showing catheter packaging was received for analysis, the photo does not provide enough information related to the reported event, therefore, no result can be obtained from it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab found a hole in the pebax. It was initially reported by the customer that during the procedure, the force values displayed were high and the pressure value was not stable. A second catheter was used to complete the operation. There were no patient consequences. On 6/4/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a reddish material found on distal tip. This finding was assessed as not MDR reportable since there was no evidence that the device integrity was not maintained. On 6/11/2020, during a second visual inspection a reddish material was observed in the pebax, along with a hole in the pebax. This finding of a hole in the pebax was assessed as an MDR reportable malfunction since it was confirmed the device integrity was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/11/2020 and reassessed this complaint as MDR reportable.